Event description:
It was reported that the rubber coating at the bag for the head end extension has loosened. It is further reported that therefore, a disinfection cannot take place. There was no pt involvement or adverse consequences to report.

Manufacturer narrative:
Rubber coating on head end extension.